Event description:
It was reported by the rep that the (1) tlv30 was used during an unknown procedure. It was reported that the stapler would not fire a fourth time. The case was completed with another device and with no pt consequence.